Event description:
On 05/18/2009, the pt reported that for the past 3 weeks, he has had elevated blood glucose readings due to bent insulin infusion set cannulas. He stated his blood glucose has elevated to the 400-600 mg/dl range with his normal range being 150-200 mg/dl. Symptoms are fatigue, extreme thirst and frequent urination. He stated, he twice received an occlusion error on his infusion device and changed his infusion set to clear the error. The pt discarded the infusion sets at issue. Courtesy infusion sets and a guide to infusion site management were sent to the pt. On follow up with the pt, he stated he had met with a company representative who helped him use an infusion set insertion device and his blood glucose has improved. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.